Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. Camera values were within specifications. No errors were noted in the event log. Screening cell 2 of the antibody screening assay appeared positive as expected for both initial and repeat testing. All test wells of the initial antibody identification results appeared negative as reported by the echo. A review of repeat antibody identification testing results showed that cells 3 and 6 appeared positive (both are e+) as expected. No sample was returned for investigation. Capture-r ready-ID, lot id158, expired 05jun2012. However, the product was used on an in-house echo prior to expiration. Antibody ID testing was performed with retention product anti-e, lot 954060, and retention capture-r ready-ID, lot id158. All e+ cells (1, 3, 6 and 14) exhibited the expected positive (4+) reactivity. Retention product performed as expected. Product expired.

Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-ID, lot id158, when performing the antibody identification assay on the galileo echo.